Event description:
An allergan company representative reported reading an article which indicated a patient passed away in the facility postoperatively. The patient's surgeon had begun a gastric-banding procedure and according to the article, the device was not implanted since the surgeon ended the surgery when he saw cancer-like cells in the patient's abdomen. The surgeon noted in the article that it was 12 to 15 hours after the operation. Per article, the autopsy indicated no obvious cause of death. They concluded that the patient died while sleeping without any organic reason. The surgeon indicated in the article that the event was not device or surgical technique related. At this time, allergan can not confirm or deny that the device mentioned in the newspaper article is in fact an allergan lap-band system. This event is being reported to the FDA because allergan's approach to reporting adverse events is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: 21/nov/07. The reporter of the complaint was asked to return the product for analysis and to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor can an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur." The physician exonerated the device. This event is being reported because allergan's approach is to resolve all doubt in favor of reporting.